Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check. Several inappropriate mode switch episodes were noted due to noise oversensing. The noise was reproducible with isometrics. The right atrial lead was reprogrammed. The physician elected to monitor the patient. The patient was stable.